Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderately calcified vessels with no tortuosity. It was reported that the stent graft was implanted and the physicians elected to model the stent graft with the coil trak balloon. Upon final angiogram there was an alleged type iii endoleak in the stent graft. The alleged type iii endoleak in the graft was located at the bottom of the ipsilateral side of the stent graft in the area between the stent rings. Placed a second talent iliac extension limb to cover the area that was located at the bottom of the non stent ring area/segment of the stent graft. The endoleak resolved. There are no films available for review of this case. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results, (endoleak). Lack of info (no films available). Conclusion: lack of info (no films available). Secondary intervention required.